Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The needle pull-off the suture during the procedure. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional: a paper lid of product code 18501, lot mbh771 was returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.